Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: visual inspection revealed moisture damage in the display lens. Leak testing was performed, and a display lens leak was observed. The pump powered up with two audible beeps and no visible display. Investigators were unable to adequately investigate the alleged power issue or to download the pump history for review. There was evidence of moisture damage noted to internal parts of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reportedly went swimming and the pump no longer had power. The patient confirmed that there was no corrosion in the battery compartment and no physical damage to the pump.